Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Pump failed seating test due to moisture damage to home switch noted. Unable to perform occlusion test, excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated motor error was reoccurred. Customer stated drive support cap was intact. The insulin pump will be returned for analysis.